Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called in to report a high blood glucose level of 500 mg/dl. The customer became disconnected from the tubing at the quick release overnight. The customer's blood glucose level at the time of call ranged from 366 to 392 mg/dl. The customer treated with a bolus. The customer was advised to monitor their blood glucose levels and call back if problems persisted. The product was not returned for analysis.